Manufacturer narrative:
The user facility requested to trial the device which was delivered on 24-apr-2017. The micropower sagittal saw was processed by central sterile services department (cssd) on 26-apr-2017. The clinical nurse contacted the conmed representative to indicate she was uncertain how to get the handpiece from "safe" to "run" mode and believing it was due to her unfamiliarity with the handpiece, the sales rep agreed to be at the facility on the surgery date and show her when the handpiece was unwrapped in theatre. It was at that point that the missing safe slide switch was discovered. A search of the product packaging and the cssd area failed to locate the missing safe slide switch. Evaluation of the returned handpiece confirmed the missing safe slide switch. A new safe slide switch was fitted and no anomalies were noted (i.e. The force required to remove / fit the safe slide switch was found to be normal). The handpiece passed all inspection and functional test requirements. The handpiece was manufactured on 20-may-2010. Service repair history records shows the last preventive maintenance inspection and functional testing was conducted at the conmed international repair center on 18-oct-2016. The handpiece passed all inspection / tests and operated normally - confirming the presence of the safe slide switch. The handpiece was not used by any other facility until this reported surgery on (B)(6) 2017. Based on available information, it is unknown when or how the safe slide switch came to be removed / missing. A 2-year review of complaint history shows there have been no other similar reported incidents received. To date, there have been no serious injury or death related to this type of incident or the use of this device. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. Handpieces are supplied non-sterile. The handpiece must be cleaned and sterilized by the user facility prior to use. The user manual describes the safe slide switch and includes the following information: - clean and sterilize before use. - handpiece functional test. - before operating the handpiece, check for: - any loose or missing parts. - movable parts that do not move freely. - inspection recommendations: inspect device prior to sterilization. Functional checks should be performed where possible.

Event description:
The user facility reported that after the patient was placed under general anesthesia in preparation for a bunionectomy procedure when it was noticed that the micropower sagittal saw (electrically-powered saw handpiece) was missing the safe slide switch necessary to allow the handpiece to switch between "safe" and "run" modes. Since the user facility had no alternative, the bunionectomy procedure was therefore cancelled. This report is filed on the basis that the patient was placed under general anesthesia and the procedure cancellation due to the inability to use the handpiece because of a missing "safe slide" switch and no back-up handpiece available for use.

Manufacturer narrative:
It has been identified that the serial # (B)(4) was mistakenly listed on the MDR report and the correct number is (B)(4).